Manufacturer narrative:
During processing of this event an attempt was made to obtain complete event information. A search of the complaint files was completed, and no other complaints were identified with the same lot number. The device was not returned to vasorum ltd for examination. The implants remain in the patient. Based on the information reported, vasorum concludes that a celt 7f plus was used bilaterally and failed to achieved haemostasis on either side following deployment on an 8f sheath. The patient was known to have very severe aortoiliac disease and this in conjunction with obesity and the use of an 8f access sheath would have contributed to the issues which have arisen in this patient following the off-label use of the 7f celt plus devices. It was subsequently reported that the patient is better, still hospitalized from all the complications but on a regular ward and out of the ICU. This report is in releation to the left side event only. For the right side event please see report: 3009984513-2026-00010. All available information has been placed on file in the customer complaint files of vasorum ltd. For appropriate tracking, trending and follow-up. No corrective/preventative actions will be taken at this time. This report is the final report being submitted by vasorum ltd. Investigations conclusions code 4316 was used as no other feasible code was found for definition 'cause traced to off label use.'

Event description:
The incident involved the deployment of bilateral 7f celt plus devices. It was reported the patient was very obese, and an initial left sided puncture did not achieve haemostasis following deployment of a 7f celt device through a 8f sheath (off label use). Therefore, an approach was made from the right side, and a covered stent was used to seal the left sided puncture. The implant remains in the patient's subcutaneous tissue. A second event in the same patient that occured on the right side will be reported under a separate MFR report: 3009984513-2026-00010. It was further reported, that while haemostasis was achieved in both groins, the patient lost a considerable amount of blood in the retroperitoneal space, and a cardiac arrest occurred, most likely due to blood loss and hypotension. The patient was transferred to intensive care in another hospital and their condition became stable.